Event description:
As reported by customer, tubings in convenience angiographic kit are kinked, especially on the transducer-creating problems with air in the system. There has been no patient injury.